Event description:
It was reported that the ilet user experienced recurrent low blood glucose, frequently pausing insulin delivery and overtreating lows with large amounts of oral glucose. The pump was re-setup following a factory reset and restart of the learning period; the reported issue aligned with an incorrect use procedure rather than a device component malfunction. Symptoms included hypoglycemia with a nadir of 39 mg/dl. Outcomes included minor injury of hypoglycemia and no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, while a usage problem was identified consistent with insufficiently and overtreating hypoglycemia; no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.